Event description:
It has been reported that a revision surgery is scheduled to occur due to dislocation. The initial surgery was performed in 2004. No information has been received at this time that the revision surgery has been performed.

Manufacturer narrative:
Na